Event description:
It was reported by service report that the scale was not accurate due to the load cell cable needing replaced. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell cable. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.